Event description:
The customer reported getting error codes in the error log and there is a complaint that the screen is going black, spi bus failure the spi bus is an internal communication link between the cpu and peripheral subsystems. No patient involvement reported.

Manufacturer narrative:
The gas delivery system assembly was tested and no failures were identified. The error code 1007 could not be duplicated.